Manufacturer narrative:
Thoracic probe was returned to the manufacturer for analysis. Analysis found that both returned probes had several impact marks at the back end which caused fit issues with the mating tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the site had two thoracic probes that were bent when inserted into the navlock instrument. They were visibly bent and there was no patient present when this issue was observed.